Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump had cracks near reservoir. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. It was also mentioned customer's blood glucose was 120 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched liquid crystal display window, broken belt clip slot, cracked liquid crystal display window and cracked battery tube threads. (B)(4).